Event description:
It was reported that prior to starting a da vinci surgical procedure, an exposed wire was observed on the fenestrated bipolar forceps instrument. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Isi has received the device involved with the complaint and completed device evaluation, failure analysis investigation observed a broken pitch cable at the distal clevis hub. The broken segment that contains the crimp was still installed in the clevis. The clevis does not exhibit any damage or wear marks.